Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was experiencing discomfort at the ipg site .as such surgical intervention took place on (B)(6) 2022 wherein the pocket was made deeper for the ipg to rest comfortably. Patient was stable .

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was experiencing discomfort at the ipg site .as such surgical intervention took place on (B)(6) 2022 wherein the pocket was made deeper for the ipg to rest comfortably. Patient was stable .